Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal on the hs iii proximal seal system 3.8mm unraveled when it was pulled from the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Updated sections: date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to maquet for evaluation. Signs of clinical use and evidence of blood were observed. Loading device was not returned. Blood was present in the delivery device, indicating deployment into the aorta. Lock was disengaged and plunger was depressed. The seal was returned outside the delivery device in a fully unraveled state with the tension spring assembly still inside the tube. The tube was unable to be measured due to the presence of blood in the delivery device. Based on the condition of the device as returned, the reported complaint was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal on the hs iii proximal seal system 3.8mm unraveled when it was pulled from the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.